Manufacturer narrative:
No conclusion can be made. It is alleged the perfix plug implants caused damage to the spermatic cord / vas deferens, which likely caused the azoospermia diagnoses and infertility. Based on the information provided we are unable to determine to what extent, if any, the perfix plug implants may have caused or contributed to the events as alleged. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the left sided repair an additional emdr was submitted to represent the right sided repair. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2005 the patient underwent bilateral inguinal hernia repair and was implanted with two perfix plugs. The contact reports that the patient did not become aware of any problems until this year (2018) when a semen analysis revealed azoospermia. The patient recently underwent a revision procedure and it is alleged that this showed the plugs have caused damage to the spermatic cord / vas deferens involving erosion and/or perforation. The patient is in the process of visiting specialists. The contact states that the patient is infertile due to the damage to his spermatic cord / vas deferens. Following the initial report of this event to davol a maude event report (mw5079715) was received. "I was implanted with two bard mesh perfix plug devices in 2005 as part of a bilateral inguinal hernia surgery. I recently discovered that there is an issue with my fertility through semen analysis. After an exploratory surgery last week, it was revealed that the mesh likely severed or perforated the spermatic cord/vas deferens in two different places to such a degree that I will likely never be able to have children naturally. I obtained by medical records from the hosp which performed the surgery and will be looking into my best options for treatment going forward. The product is still inside me."